Event description:
It was reported that the insulin pump had a worn display with many scratches on it. The caller declined to provide the blood glucose. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with a cracked and bleeding lcd glass. The device was received with a cracked case at the display window corners and battery tube threads. A minor scratched display window was also observed.